Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Corrected: describe event or problem - corrected from two boston scientific catheters to two 5 fr glidesheath slender devices. (B)(4).

Event description:
It was originally reported that two boston scientific catheters were used; however, it was further reported that two 5 fr glidesheath slender devices were used during the procedure.

Event description:
Same patient as MDR ID: 2134265-2014-00850. (B)(4) clinical study. It was reported that a vessel spasm and pain occurred. In (B)(6) of 2013, the patient presented with recurrent angina and the patient was referred for cardiac catheterization. Initially the catheter access for the unspecified bsc catheter was obtained via the right radial artery; however, right coronary artery (rca) angiography showed that the patient had developed marked spasms of the radial artery with pain on trying to introduce the next unspecified bsc catheter. The subject received fentanyl to manage the pain and the spasm and the catheter placement was done via the common femoral artery instead of the radial artery. The procedure was completed with this device with no additional patient complications reported.